Event description:
The pt could not adjust the stimulation. The recharger and the pt programmer could not communicate with the device. The pt was in the hosp and did not have new batteries to try in the pt programmer. She had not charged the device for a week. The outcome is unk. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).